Event description:
It was reported that the patient received an alert 1 day post implant due to the right ventricular (rv) pacing and superior vena cava (svc) lead impedance measurements out of range. Additionally, the left ventricular (lv) lead impedance measurements were out of range. The physician found a loose right ventricular (rv) coil pin and decided to cap and replace the rv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5072, lead, implant date: (B)(6) 2007; 4193, lead, implant date: (B)(6) 2007. (B)(4).